Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had been experiencing high blood glucose levels since receiving a replacement insulin pump. Blood glucose level at the time of the incident was 384 mg/dl. Blood glucose level at the time of the call was 465 mg/dl. During troubleshooting, the customer confirmed that there were air bubbles in the tubing which she was able to remove. The customer will not return the device for analysis.